Manufacturer narrative:
Results: inherent risk of procedure (death). Lack of information (unknown cause of death). Conclusion: lack of information (unknown cause of death).

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic stanford b dissection. Aneurysm and vessel morphology was not reported. It was reported upon completion of the surgery, the patient expired. The patient's medical records are closed and the patient did not have an autopsy. The cause of death is unknown. This device is not marketed in the united states; however, it is similar to a device that is marketed in the united states